Event description:
The facility reported that there is no sound when a failure occurs. Although baxter attempted to obtain info, details were not available regarding add'l contact info, pt demographics, medication involved, or pump programming.